Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as continuous ambulatory peritoneal dialysis being performed without proper training. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancogen (ip, 1 gram, frequency not reported), amikacin (route, dose and frequency not reported) and meropenem (1 gram, route and frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient or attendant was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.